Manufacturer narrative:
The tech replaced the manual CPR release valve to repair the bed.

Event description:
Info rec'd indicates the manual CPR release valve is not working but the head section can be lowered using the siderail controls.